Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured (pressure unk) while trying to treat a restenosed stent (type unk). No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, exceeding rated burst pressure, patient anatomy, lesion calcification, or lesion tortuosity. The inflation pressure was not reported, which could have aided in the investigation. It was reported that the balloon was used to dilate a restenosed stent. It is possible that the balloon catheters interaction with the stent struts damaged the balloon, such that upon inflation the balloon ruptured. However, without the device to examine, a thorough analysis could not be performed, and no determination can be made as to the root cause of the reported discrepancy.